Event description:
It was reported that a patient had loss of therapeutic effect and a return of pain symptoms. It was stated that the patient had an appointment with his healthcare professional (hcp) wednesday and wanted a manufacturer¿s representative present to make an adjustment to his stimulator. It was stated that the stimulator was ¿acting up.¿ it was stated that the burning pain in the patient¿s leg had returned starting last wednesday. It was noted that the patient had no falls or trauma. It was stated that the pain came back suddenly when the patient got up at night for a glass of water. It was stated that the patient had to get back in bed because of the burning pain and the patient was not able to put pressure on his leg. It was stated that the patient was feeling stimulation, he has tried to make adjustments and it did not help. It was stated that the stimulation was not hitting the right spot.

Manufacturer narrative:
Product ID 3708260, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37744, serial# (B)(4); product type programmer, patient product ID 3998, lot# v020688, implanted: 2007 (B)(6); product type lead. (B)(4).